Manufacturer narrative:
One device was returned for analysis of complaint that the device turned on with red screen and was displaying error code. Log history was not reviewed, and device was displaying error code 45639 when powering on. Complaint was confirmed. Probable cause was faulty mainboard. During investigation it was also found that the downstream occlusion (dso) seal was damaged. The mainboard and dso seal were replaced.

Event description:
It was reported that the device turned on with red screen and was displaying error code. No patient harm was reported.